Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trends reports.

Event description:
Consumer had needle break off. She went to her primary care physician who made an incision to locate the broken needle but was unable to locate it.